Manufacturer narrative:
(B)(4). Additional information: automated peritoneal dialysis therapy was ongoing at the time of this report. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. The patient was reported to have experienced an exacerbation of pain on the day of hospitalization (a manifestation of the previously reported peritonitis). Treatment for the pain was not reported. It was not reported if the patient was recovering or was recovered from the pain event. The patients¿ peritonitis event was not improved from the antibiotic administration and the patient was not recovered from the peritonitis (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain, fever, and cloudy effluent. The patient was treated with biofazolin (intraperitoneal, 1 gram every 24 hours for 21 days) and biotum (intraperitoneal, 1 gram every 24 hours for 21 days) for peritonitis. At the time of this report, the patient was recovered from the event with sequelae and was discharged from the hospital (total stay of 12 days).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. Five days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. It was unknown if dianeal therapy was ongoing. Hospitalization was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.